Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl. The customer was done troubleshooting done as his most recent blood glucose was now at 100 mg/dl. The customer was treated with food. Customer stated the transmitter also died while connected to the sensor. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided related to auto mode with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.